Event description:
It was reported that the patient with this pacemaker device visited the clinic due to experiencing symptoms of fatigue and shortness of breath (sob). The health care professional (hcp) called technical services (ts) and requested review of the stored device data and atrial tachy response (atr) episodes. Upon review, the presenting electrogram (egm) showed farfield oversensing of ventricular pacing signals on the right atrial (ra) channel. Ts provided the hcp with programming recommendations. The hcp noted that the device was reprogrammed. At this time, the pacemaker remains in service. No adverse patient effects were reported.